Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range pacing impedance on the left ventricular (lv) channel. Technical services (ts) performed a data analysis and stated the cause could not be determined. Ts advised follow actions and to ensure all other measurements are stable at the next follow up. The device remains in use. No adverse patient effects were reported.